Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed. An invasive procedure was performed to replaced the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.